Event description:
It was reported that prior to use of bd vacutainer® 9nc 0.109m plus blood collection tubes, the color of the additive in one (1) tube was abnormal. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1: initial reporter phone #: (B)(6). E1: initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that prior to use of bd vacutainer® 9nc 0.109m plus blood collection tubes, the color of the additive in one (1) tube was abnormal. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 22-jan-2025. Investigation summary: bd received one sample and two photos for investigation. The analysis of the returned sample and photos indicated an unused tube with a molding defect described as a burnt tube. Additionally, 100 retained samples were visually inspected, and no molding defects were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for molding defect; it has not been confirmed for additive abnormality. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.